Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator occurred ventilation inoperable while on a patient. The patients oxygen saturation dropped to 82%. The patients was manually ventilated with 100% oxygen which quickly brought the oxygen saturation to 98%. The patient continued to be manually ventilated with 100% oxygen until a new vyaire avea ventilator was brought into the room, parameters and alarms entered and the patient connected to the new ventilator.